Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to perform a pump reset, which resolved the issue, allowing the sensor session to start successfully without displaying the error again.